Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to poor sensing, high pacing thresholds and loss of capture. The rv lead was replaced with a new lead. No additional adverse patient effects were reported.